Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited 2 signal artifact monitor (sam) events and the respiratory sensor was disabled. Upon review, both sam events showed it occurred due to electromagnetic interference (emi). The health care professional (hcp) confirmed that the patient had an af ablation procedure during that time. It was noted that there was noise on the right atrial (ra) lead. Both right ventricular (rv) lead and right atrial (ra) lead also exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Technical services (ts) recommended to have the patient seen in clinic re-enable respiratory rate trend (rrt). This device currently remains in service. No adverse patient effects were reported.